Manufacturer narrative:
Other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. (H6c, h6d, h6e) a manufacturing device history record review was not required because there is no indication of a problem with the manufacture of the device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the devices were found to have the tidal volume rebound problem. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.